Event description:
It was reported that the patient experienced inadequate stimulation and stimulation in non-target area. The leads had high impedances. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2317500 . Model: sc-2317-50. Serial: (B)(6). Batch: 7072184. Product family: scs-linear leads . Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7112095.